Event description:
It was observed that during the device evaluation, the powered laser surgical instrument had burn marks on rear panel and could smell burning. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the root cause was power-related overheating, indicated by a burning odor and burn marks on the rear panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.